Manufacturer narrative:
The complaint of failed transmission on a product is reportable because it indicates a malfunction involving a long-term implantable or life-supporting/life-sustaining product.

Event description:
It was reported that patient presented with a failed transmission via merlin.net transmission. Merlin system showed an error of "cannot be interrogated." The patient then presented at the clinic for a device check. Device was found to be in backup mode. Programming change was made. The patient wore a necklace with an electrical wire on it powering his hearing aids which may be related to the inference. The patient was stable.